Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: plastic rest inside the syringe before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 2205301. During the review of the quality assurance and maintenance comments, one related issue was identified. During a shift a machine stopped due to finding plastic parts near the machine and inside of the fluid pathway. A mechanical actuation was performed to resolve the mechanical issue that was breaking the syringes. Afterwards, a review of the affected material was performed to prevent any affected product moving forward. To aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, plastic foreign matter was observed inside of the syringe. It has been concluded that the plastic piece within the syringe is a piece of a broken flange from another barrel component. This broken material was produced in the assembly station, specifically in the stack of the barrel feeder. An incorrect alignment in the assembly station produced the ruptured component, which then ended up within the barrel of the affected product. H3 other text : see h10.

Event description:
It was reported that the bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: plastic rest inside the syringe before use.